Event description:
Boston scientific was notified of an event were the pt was successfully treated for an aneurysm (fourth aneurysm), with an intracranial stent and coils. Later that evening, approximately 6 hours post procedurally, the pt experiienced an "sah", which did not recover from. Pt bled after successful treatment and died that evening.